Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, leak occurred, insulin squirted back out.

Manufacturer narrative:
Additional information: a.2. Patient date of birth investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.